Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up report needed to address analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported additional bleeding remains unknown.

Event description:
During a pacemaker implant, a peel-away introducer kit was used to insert the lead, which resulted in additional bleeding. It was reported that when the introducer kit, with dilator and sheath were in the patient's vein, it peeled on its own without any force being applied. Surgical wires were used to wrap and tie the introducer together and helped to contain the additional bleeding. The procedure was completed successfully.